Event description:
The customer reported that while the iabp was in use on a patient, the iabp generated a "blood detected alarm. After rebooting the iabp, the iabp generated a "maintenance required code #3" (balloon transducer offset failure) alarm. The customer did not observe the blood in the iabp. The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The biomedical engineer from the hospital facility provided service to the pump. It was reported that was a false blood detected and performed and condensation removal procedure. The pump ws returned to service. A supplemental medwatch report will be submitted if additional information becomes available. (B)(4).